Manufacturer narrative:
The buttons were unresponsive due to corrosion on the keypad traces.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Afterwards, the display on the insulin pump went blank. The customer's blood glucose reading was 382 mg/dl at the time of the report. Troubleshooting was performed, but the display could not be restored to normal operations. Nothing further was reported.